Event description:
Analysis of the device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled. There were no clinical consequences reported to the patient.

Event description:
Analysis of the device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed a bent at 1.7cm from its distal end. The guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off between 26.0cm and 30.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were found within specifications. During functional evaluation, friction was encountered during advancement of the guidewire through a test microcatheter. The friction experienced was likely related to the damages observed. The cause for the observed bend could not be definitively determined, as it was not reported. The observed ptfe coating damage is believed to have occurred from an insecurely tightened torque device. The device directions for use (dfu) cautions that insecure tightening of the torque device can lead to ptfe peeling; therefore, a root cause of dfu instruction not followed.